Manufacturer narrative:
Analysis determined that there was a sharp edge on the undercut side of the spoon of the needle. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was undergoing placement of a trial lead. It was reported that the needle was placed in the epidural space. The lead was threaded through the needle, and the health care provider attempted to pull the lead back to steer in a different direction. The lead would not pull back. Several gentle attempts to pull the lead back and turning the bevel of the needle were the troubleshooting steps performed. The doctor then pulled the needle and the lead completely out of the patient and still could not get the lead to pull back through the needle without the fear of shearing. A new lead kit was used and successfully placed. The issue was resolved at the time of the report. The patient¿s medical history includes scoliosis. There were no patient symptoms or complications reported. Additional information was received from a representative (rep) indicating the device had been returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.